Event description:
It was reported that shaft break occurred. A 3.50 x 16mm synergy xd drug-eluting stent was selected for use. The physician kinked the stent before advancing, however, during extraction, it was noted that the shaft had cracked. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.